Event description:
It was reported a un-retrieved device fragment occurred. A 1.6mm jetstream sc catheter was used over a thruway short taper 300cm guidewire, in a rotational atherectomy procedure, treating critical limb ischemia in the 80% stenosed, moderately tortuous and severely calcified tibial artery. A control angiogram was performed after atherectomy was completed and a "black strain" was noticed. All guidewires and catheters used were inspected, and a scratch at the distal shaft of the jetstream catheter was noticed. It was noted it appeared as if a side of the jetstream catheter was torn, but not fractured. A balloon catheter was used to both, perform angioplasty and to try to stick the piece to the vessel wall. No further patient complications were reported. Additional information in regards to any complications due to the un-retrieved fragment and the patients current condition have been made, but no additional information was reported.